Manufacturer narrative:
This device was successfully re-implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of system revision due to twiddler's syndrome. Surgical intervention was needed to resolve the issue. This device was successfully re-implanted. Remains in service. Patient received shock therapy. Reportedly as appropriate therapy. No additional adverse patient effects were reported.